Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated which indicated the high voltage lead impedance (hvli) was decreased. In addition, provocative lead testing showed various hvli values. The lead was capped and replaced with no adverse consequences to the patient. No visual damage was noted on the lead during the replacement procedure. The patient is stable.